Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance was observed. The impedance trend has shown a dramatic change at 56 months and then rose within 4 months. Isometrics and testing did not reveal noise or impedance changes. Lead fracture was suspected. The lead was capped.